Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous mid right coronary artery (rca). Ivus was performed. The lesion was not predilated. The physician attempted to place a 2.50x24mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the proximal edge was found to be lifted up. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "no problem".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.